Event description:
It was reported that a physician performed a kyphoplasty procedure on a pt. During the procedure, expired balloons were used in the pt. There were no pt complications or adverse events reported. The balloons were from hospital stock. No additional information was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric roux-en-y procedure, the trocar was leaking. The procedure was still in progress. No patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.